Event description:
It was reported that during a bone-tendon-bone acl reconstruction procedure, the saw attachment was slipping. The sagittal saw attachment was vibrating and the locking mechanism was loose. The doctor had to stabilize the attachment to prevent turning while sawing the patella graft. There was no delay in surgery and the procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Supplier lot #7537 also provided is synthes lot #5607804. Device is an instrument and is not implanted / explanted. Subject device has been received, the customer's complaint of vibration and loose components could not be confirmed. The ( lot 7537) sagittal saw attachment was tested and passed all operational specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.